Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1nr72, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). Event date: event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that¿last week was rough; they had¿quite a few accidents. They had moved to (B)(6) and had an appointment with the new doctor on (B)(6). The patient synced their patient programmer with their stimulator and were on program 3 at 1.4 volts and the stimulation was on. There was no low stimulator battery code in the top row. They said they had been on 1.2 volts when they had the accident last thursday and had increased the stimulation to 1.4 volts. They had another accident then on saturday. They only increased the stimulation until they felt it. It was explained that maybe the patient did not increase the stimulation high enough. They¿did not want to increase it too high because then their¿toes curled. It was explained if they could not increase without their toes curling, they may have to go to a different program. The patient noted when they first got the implant, maybe a couple months after, they tried a few settings and¿one leg would go numb¿or they had¿too much tingling¿so they were stuck on one program. They had told their doctor that they could feel the wires in their back. When they did crunches and the wire touched the floor or when they were lying flat in bed, the stimulation increased on its own and actually hu rt. They told the doctor quite a few times, and the doctor could even press on the wire and recreate the scenario. When asked when that started, they stated a couple months after implant. The manufacturer representative was aware of it, but the patient did not rem ember the representative's name. The¿battery in their butt cheek hurt¿and it¿felt like it was pushing through the skin. When asked when that started, they replied almost immediately and the doctor did nothing. The patient was going to wait a couple more days and see if adjusting the settings last thursday helped. If not, they would try and increase the stimulation and see if their toes curled. They were redirected to follow up with their healthcare provider.